Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported: the measurement of the spo2 wasn't correlating with the clinical status of the baby. The spo2 on the philips (masimo ao5) was displaying 60%. Although the baby didn't look cyanotic at all. Extra oxygen was supplemented. After changing to another x3 the saturations was the same. And from one moment to the other the measurement went up to 91%. They faced also drop-out of the spo2 during the measurement. Sensor was not available anymore the cable will be sent in for investigation. No known impact or consequence to patient were reported.

Event description:
The customer reported: the measurement of the spo2 wasn't correlating with the clinical status of the baby. The spo2 on the philips (masimo ao5) was displaying 60%. Although the baby didn't look cyanotic at all. Extra oxygen was supplemented. After changing to another x3 the saturations was the same. And from one moment to the other the measurement went up to 91%. They faced also drop-out of the spo2 during the measurement. Sensor was not available anymore the cable will be sent in for investigation. No known impact or consequence to patient were reported.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned sensor was evaluated. During evaluation the sensor passed all visual and continuity testing. Additional testing was performed and the device passed accuracy simulation tests. The sensor was determined to be functioning as designed., corrected data: model #: from 4106 to 4106-9 unique identifier from a blank field to (B)(4).